Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n188718, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Event description:
It was reported the catheter was unable to be aspirated through the catheter access port (cap) during a dye study and there was a break in the proximal segment. It was noted the catheter would be replaced, but the surgery date had not yet been confirmed. Diagnostic testing and troubleshooting performed included a dye study, rotor study, and x-rays. The catheter fracture was confirmed with dye study and x-ray. The patient¿s status at the time of this report was ¿alive-no injury¿ and the patient experienced increased spasticity. The pump was being used to deliver baclofen and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the dye study had been performed on (B)(6) 2014. Originally, the plan had been to schedule a catheter revision however the health care provider (hcp) had now decided to wean the patient off baclofen because the hcp didn't think the patient responded that well ever to therapy. The device had delivered compounded baclofen and clonidine. There was no longer a plan for a catheter revision. No further information was provided.